Event description:
Reporter indicated that a charger power cord for a vns (B)(4) x50 computer was not charging the computer. The power cord ac adapter was returned for analysis. An analysis was performed on the returned ac adapter and the reported allegation was verified. The cause for the reported complaint is associated with a defective 120v ac power cord. Continuity testing of the cord identified that both wire connections were open. A root cause for the open wire connections could not be identified during the analysis. No further anomalies associated with the ac adapter were identified using a known good 120v power cord.